Event description:
A nurse reported the system was not putting out any air in order to do a fluid gas exchange. The surgeon had to complete the case manually. There was no patient injury, but the patient's condition is unchanged. Additional information received from the surgeon stated the outcome of the event was reported as poor, but the prognosis was good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.